Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose occurrence (488 mg/dl) and the customer administered a correction bolus to manage bg level. The customer reported that the suspected cause of the high bg level was not known. The customer changed out the supplies and declined to further troubleshoot.